Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in one piece with the helix extended and clogged with tissue. Visual inspection of the lead found an external abrasion breaching the outer insulation was noted at 35.5cm to 35.9cm from the connector pin exposing the outer coil distal to the suture sleeve tie down impressions consistent with friction to another device or features of the heart. All other damages noted are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
This report is to advise of an event observed during analysis.